Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the lift column power supply (ps3). The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm boom (column) on the 9900 sys will raise, but not lower. There was no report of pt injury.